Event description:
It is reported that the patient experienced pain within one to two years after the device was implanted. Immediate post-op x-rays are reported to have shown no gap between the bone and implant. X-rays taken prior to revision indicated large gaps between the bone and the anterior flange and anterior chamfer with lucent lines. At revision, the components reportedly "fell off" the bone and there was no sign of bone ingrowth into the fiber metal. Implant and explant dates are unk.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: cause of reported loosening of femoral component could not be determined due to insufficient information. Evaluation: no product or x-rays were returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.